Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator misinterpreted a ventricular fibrillation episode as a atrial fibrillation event and delivered inappropriate anti-tachycardia pacing. No device intervention was performed but programming changes were discussed. Patient was stable.